Event description:
It was reported that the contact was unable to see drops of insulin exit the end of the tubing during fill tubing. The contact tried adding more insulin to the cartridge, but they received a message requesting a minimum of 50 units. The contact indicated that there was debris on the pneumatic tap but it was cleared away. During troubleshooting with tandem technical support, the customer was walked through successfully completing the load sequence. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.